Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer¿s son experienced high blood glucose levels of 27 mmol/l. The other relevant blood glucose levels mentioned by the customer was 25 mmol/l. Troubleshooting was performed for high blood glucose levels. The device will not return for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted.